Manufacturer narrative:
Hospital noticed insulation missing when they removed the outer tube. The outer tube is missing an oblong 1mm x 7mm piece of insulation; insulation in that area is gouged. The shaft has a pronounced bend in it. We believe the user removed the outer tube from the trocar at an angle with some amount of force causing insulation to scrape off when it came into contact with trocar.

Event description:
Allegedly, during a robot assisted hysterectomy, doctor noticed a small (1mm x 7mm) piece of insulation was gone from distal end of outer tube. Doctor retrieved pieces but was unsure whether he had retrieved everything; a very small piece of insulation may remain. Doctor did not believe that the small piece left presented any risk to pt. Procedure was completed.